Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 06/03/2015. Retain and returned product was tested and are functioning according to specification.

Event description:
Na

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.34 on a (B)(6) year old male patient presented with shortness of breath and difficulty breathing. The patient was admitted for observations on (B)(6) 2015. There was no additional patient information available at the time of this report. On (B)(6) 2015 the doctor determined the patient did not have a heart attack and the patient was discharged. Customer is returning product for investigation. Date: method: sample: time: sample: test time: result: comment: (B)(6) 2015, I-stat, 11:45, a, 11:50, <0.03. (B)(6) 2015, I-stat, 13:50, b, 13:54, 0.34. (B)(6) 2015, vista, n/a, c, 20:20, <0.02. (B)(6) 2015, vista, n/a, d, 02:00, <0.02. (B)(6) 2015, I-stat, 11:45, a, 11:00, <0.03, sample a repeated. (B)(6) 2015, I-stat, 13:50, b, 11:00, <0.03, sample b repeated. There were no injuries reported with this event. The investigation is underway.